Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1ml, bd safetyglide syringe filled with approximately 0.35ml of a clear liquid in the barrel with a label that states that the medication is enoxaparin. Customer states that the plunger would not depress. The returned syringe was tested and the plunger was not able to depress. This is most likely due to crystallized medication in the cannula that is preventing the liquid in the barrel to be expelled. A DHR was not performed as the lot number is "unknown" for this complaint. This is most likely due to crystallized medication in the cannula as the syringe was able to draw properly, as per the customer. H3 other text : see h.10.

Event description:
It was reported that a difficult plunger occurred during use with a syringe sftygld 1ml w/ndl 26x3/8 ib. The following information was provided by the initial reporter, "med pulled up fine into the syringe, but can¿t be administered; plunger won¿t budge. We tested total of 50 syringes from the 3 lots we have and all were fine. 2 occurrences were reported date/time and patient information were not given. 1 of 2 complaints.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a difficult plunger occurred during use with a syringe sftygld 1 ml w/ndl 26 x 3/8 ib. The following information was provided by the initial reporter, "med pulled up fine into the syringe, but can¿t be administered; plunger won¿t budge. We tested total of 50 syringes from the 3 lots we have and all were fine. 2 occurrences were reported date/time and patient information were not given. 1 of 2 complaints.